Event description:
It was reported the physician had determined two contacts on the lead had migrated out of the epidural space. The pt retained stimulation coverage, but eventually decided to have the lead replaced. The physician replaced the lead and added a new lead for a different pain pattern.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.